Event description:
Pt was initially skin tested in right forearm in 1999. 8 months later, pt returned to office and denied any response to skin test so physician considered test negative. Pt received initial treatment with 1cc of collagen in the upper lip vermilion border and perioral lines. 6 days later, pt received additional 1cc of collagen in the same sites. Pt returned to office one month later and presented with slightly red, swollen, indurated lumps at injection sites. Pt failed to make subsequent scheduled office visits, and returned one and a half months later, when pt presented with abscesses at the injection sites. Physician diagnosed abscesses at injection sites due to the collagen material. Pt was told to take oral benadryl and physician performed an incision and drainage and prescribed medrol dose pack and an unspecified antibiotic.